Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a low threshold suspend alarm on the insulin pump. Customer stated that it did not suspend the delivery until he got to 52 mg/dl. Customer was at home when the alarm occurred. Customer stated that the pump seems to be working fine at this time. Customer declined troubleshooting for low blood glucose. Customer was advised to speak to his doctor.